Manufacturer narrative:
Implant: insertion post fell in mouth from insertion tool. No product problem detected. If the implant is inserted in accordance with the specifications of the valid documentation, the customer's reason for complaint is not comprehensible. Dentist should have consulted IFU instruction, for use to prevent this from happen.

Event description:
Implant: insertion post fell in mouth from insertion tool.